Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis"), abortion spontaneous ("1 miscarriage") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. In december 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea, back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse") and pain ("pain during physical exams"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure (ess205). The reporter commented: need for addditional surgery. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: legal claim received: the essure insertion and removal dates were updated. The plaintiff had essure removed in (B)(6) 2016. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0862) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis/pain"), abortion spontaneous ("1 miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea, back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse") and pain ("pain during physical exams"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number and lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-aug-2015. The most recent information was received on 27-aug-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis/pain"), abortion spontaneous ("1 miscarriage") and pregnancy with contraceptive device ("pregnancy") in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea, back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse") and pain ("pain during physical exams"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, abortion spontaneous and pregnancy with contraceptive device outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device and vulvovaginal pain to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality- safety evaluation of ptc(product technical complaint.) Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on 27-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("1 miscarriage"), back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse"), pain ("pain during physical exams") and abdominal distension ("stomach is bigger now than I was at 9 months with my twins"), was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and weight increased outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: results of confirmation test: bilateral occlusion. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event weight gain and stomach is bigger were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 27-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("1 miscarriage"), back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse"), pain ("pain during physical exams") and abdominal distension ("stomach is bigger now than I was at 9 months with my twins"), was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and weight increased outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: results of confirmation test: bilateral occlusion. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event weight gain and stomach is bigger were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on 27-aug-2015. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/pain') and abortion spontaneous ('1 miscarriage') in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse"), pain ("pain during physical exams") and abdominal distension ("stomach is bigger now than I was at 9 months with my twins"), was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and weight increased outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: results of confirmation test: bilateral occlusion. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA, reference number: (B)(4) on 27-aug-2015. The most recent information was received on 07-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/pain') and abortion spontaneous ('1 miscarriage') in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse"), pain ("pain during physical exams") and abdominal distension ("stomach is bigger now than I was at 9 months with my twins"), was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and weight increased outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: results of confirmation test: bilateral occlusion. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 27-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis/pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620744) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included parity 2. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("1 miscarriage"), back pain ("pain all the time in lower back"), abdominal pain ("pain in abdominal area"), vulvovaginal pain ("pain in vaginal area"), arthralgia ("pain in hips"), dyspareunia ("extreme pain during intercourse"), pain ("pain during physical exams") and abdominal distension ("stomach is bigger now than I was at 9 months with my twins"), was found to have a pregnancy with contraceptive device ("pregnancy") with amenorrhoea and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and weight increased outcome was unknown and the back pain, abdominal pain, vulvovaginal pain, arthralgia, dyspareunia and pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, arthralgia, back pain, dyspareunia, pain, pelvic pain, pregnancy with contraceptive device, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: need for addditional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: results of confirmation test: bilateral occlusion. Diagnostic results: on (B)(6) 2007, she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event weight gain and stomach is bigger were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.